Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "general illness" and "skin irritation/reaction". No product was returned by the customer and no lot number was provided. Control samples (from stock) of all lots of IV prep wipes produced at this manufacturing facility were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of IV prep wipes.

Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Mom reports that back in august and september her son was hospitalized for stomach pain, diarrhea and rash. Mom reports hospital ran all kinds of tests and could not find anything wrong and thought it was a virus. She reports that when she stopped using the IV prep wipes, his stomach issues resolved. She is wanting to make sure it is okay to use the unisolve wipes. They have discarded affected boxes of IV preps and using antimicrobial soap and water.